Event description:
The pt checked blood glucose on the suspect device and it wasn't high. Pt took meds and ate breakfast. Later pt started to feel funny and laid down. Pt's spouse could not awake pt. Pt's spouse called 911 and pt was taken to the hosp. At the hosp pt's blood glucose was high. Pt was treated with an IV and insulin.